Event description:
Customer reported via phone, she was in a car accident due to low blood glucose of 40 mg/dl, current was 107 mg/dl. Troubleshooting was performed for low blood glucose. During troubleshooting customer reported she was wearing the device in her waist and the device had damage. Troubleshooting was shifted to cosmetic damage. Damage is located at the drive support cap. Customer stated the drive support cap was sticking out and she doesn't recall pressing it in while connected. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.